Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post operative implantable cardioverter defibrillator (ICD) check displayed oversensing of electromagnetic interference (emi) on stored electrograms (egm). It was verified with the allied health professional (ahp) that the patient had a surgical procedure on the same date that the oversensing / emi events were recorded. The device remains in use. No patient complications have been reported as a result of this event.